Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/13/2020. A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure the suture kept tearing. The procedure was completed with a competitors suture with no patient consequences reported.